Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 18 mg/dl. The customer stated that stress contributed to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The insulin pump passed the displacement test. Nothing further was reported.